Event description:
It was reported that after prostate surgery on (B)(6) 2025, an indwelling urinary foley catheter was used and found to be clogged with poor drainage and replaced with a new catheter after pressurized flushing was useless.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Full facility name provided: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause could be due to no irrigation eye or poor irrigation eye created during eye burning process. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: d, e, g. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after prostate surgery on (B)(6) 2025, an indwelling urinary foley catheter was used and found to be clogged with poor drainage and replaced with a new catheter after pressurized flushing was useless.